Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Manufacturer narrative:
Added recall number.

Event description:
It was reported the patient presented with a pre-operative diagnosis of wear and trunnionosis cementless modular left hip prosthesis with heterotopic ossification. A revision surgery was performed to remove ossification and implants.